Manufacturer narrative:
One used 4.0 stonecutter burr was returned for evaluation. Visual assessment confirmed that the adapter body is cracked at the base of the outer sheath. No debridement or contact points were observed on the inner burr or outer sheath. Functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt. The reported shedding cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a sad (sub-acromial decompression) procedure it was reported that when the doctor went to use the blade there were metal shavings all over the shoulder joint. The joint was irrigated and most were removed, however, they are unsure if all were removed. There was a ten minute procedural delay. No patient injuries or complications were reported.